Manufacturer narrative:
The device ro 14 034 has been inspected for investigation purpose. The tests performed confirmed that the screw of the robot arm x-ray pattern was broken. As repair, the screw was replaced. The internal complaint reference is the following: (B)(4).

Event description:
It has been reported that during a surgery, the robot arm x-ray pattern was non-functional. There was no patient/user impact reported.